Event description:
The customer reports she was hospitalized with high blood glucose of 583 mg/dl. At the time of the report, the customer's blood glucose had lowered to 268 mg/dl. The customer states her insulin pump did not deliver insulin all day. Assistance was provided in clearing a motor error alarm. The insulin pump will be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.